Event description:
During a surgical procedure with a pt on the table, and utilizing a davinci robot, while the table was reported to be in a deep reverse trendelenburg position, the table up function started to move without any activation from the hand control. No injury was reported.

Manufacturer narrative:
The table was evaluated by a berchtold field service rep on (B)(4) 2012. The problem was not duplicated but the hand control was replaced and the table was placed back into service. The hand control was returned and evaluated, and no problems could be found with it.